Event description:
During bilateral knee replacement surgery after the right knee had been completed and the left knee begun, it was realized that the left components had been placed in the right knee. The right knee was re-opened and the original components removed and correct sided components were then placed. Established, experienced surgical team & manufacturer representative in operating room. Situational team bias and over confidence/trust of team impacted this error. Verbal confirmation of components by team, but all team members did not visualize label on component box prior to being placed on the sterile field. Request - change in component box label typeset and font for laterality and size to visually standout.